Event description:
This device case, reported by a consumer who contacted the company to report an adverse event, concerns a female patient. The patient medical history included diabetes. The concomitant medications included insulin aspart for diabetes. The patient was taking human insulin nph (humulin nph), 7 iu/day at morning and 15 iu/day at afternoon, subcutaneously, via humapen ergo teal/clear pen body (hp ergo teal/clear) with clear cartridge holder, lot number 0603a02, for treatment of diabetes, beginning on unknown date. In 2006, after beginning the treatment, she experienced hyperglycemia. On unknown date she was hospitalized. On unknown date, an unspecified blood laboratory exam was performed and the results were not provided. The reporter complained that the hp ergo teal/clear was jammed. According to the reporter, patient received human insulin nph and aspart insulin as corrective treatment at the hospital and she recovered. It was unknown if the patient was discharged. The reporter also informed that she removed the content of the human insulin nph cartridge and put inside the cartridge of insulin aspart to make the application. The human insulin nph was not discontinued. It was unknown if the hp ergo teal/clear was discontinued. This hp ergo teal/clear is associated with cid. It was unknown if the patient was the operator of the device. The operator of the device was not trained. It was unknown for how long he had used this device model and according to the reporter, the patient used the reported device approximately for a month. The hp ergo teal/clear returned to the company. It was unknown if the hp ergo unknown pen body was switched to a new device. Attempt to follow up. Update in 2007. Per case quality assessment on the same day. Please open the second dose tab for 15ui each evening. Changed the most significant device ae category filed to yes-serious. Add the device age (approx) as one month. Changed the event start date to ten days later. As the case is serious do the listedness for spc as unlisted. Clarify hospitalization information in narrative. Add that the corrective treatment was given at the hospital. Correct the sentence. The reporter also informed that she removed the content of the human insulin nph cartridge and put inside the cartridge of insulin aspart to make the application. Update narrative and psur comments. Update the following month. Per additional information received from quality control on 01-aug-2007. Include lss analysis summary in qc button. Include information on EU/ca button. Change malfunction to no in product tab. Add return to manufacture date. Update five days earlier. Per internal review on the same day. Change improper use from no to yes.

Manufacturer narrative:
Investigation in progress. Evaluation summary: lss analysis summary: the actual complaint device (lot 0603a02, manufactured june 2003) was returned for investigation. The device was tested and met its performance specifications for dose accuracy and glide/injection force. No malfunction was identified. There is evidence of improper use. The user does not prime the device before each use which possible, may result in an underdose.